Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17667212l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: sounstar eco catheter, product code: 10439011, lot #: e8063356; pentaray navigational catheter, product code: d128211, lot #: 17681230l. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After access was established, the sounstar eco and coronary sinus catheters were inserted. Left ventricular geometry was created via sounstar eco catheter. Transseptal puncture was performed under sounstar eco catheter visualization. Left ventricular sinus map and ventricular tachycardia map were created. It was established that the left ventricular apex was the earliest site of focal ventricular tachycardia. After confirming the pace-map, ablation was performed with the thermocool smarttouch bidirectional sf catheter at 35 watts. Physician stopped ablation and terminated the ventricular tachycardia via cardioversion. Pericardial effusion was confirmed via sounstar eco catheter and the patient gradually became hypotensive. Pericardiocentesis yielded an unspecified amount of fluid. Blood pressure recovered. Sounstar eco catheter confirmed resolution of the effusion. There is no information regarding extended hospitalization. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. It was noted that the adverse event may have occurred during ablation phase. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode at 35 watts. There is no information regarding generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. Force visualization features included dashboard and vector. There is no information regarding visitag stability parameters, additional filters, or color options. There is no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.